Manufacturer narrative:
(B)(4). Additional concomitant medical products: biomet I-beam tray catalog # 141223 lot # unknown; vanguard bearing catalog # 183441 lot # unknown; series a patella catalog # 184786 lot # unknown; vanguard cr ilok femoral catalog # 183024 lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06247, 0001825034-2018-06248, 0001825034-2018-06249, 0001825034-2018-06250. Device remains implanted in patient.

Event description:
It was reported a patient underwent initial left total knee arthroplasty. Patient underwent arthroscopic popliteus release and debridement due to chronic crepitus and snapping post-op.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint cannot be confirmed since operative notes or x-rays were not provided from the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.